Manufacturer narrative:
Updated: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of observed damage to the image sensor unit cable and or a faulty component on the circuit board due to stress of user handling/mishandling or external factors. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.6 inspection of the endoscopic system inspection of the endoscope confirm that the 3d endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 10 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 10 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 11 turn the angulation control levers slowly in each direction until it stops. 12 confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope's screen becomes dark. The issue was found during an unspecified therapeutic procedure. The intended procedure was completed with a similar device with no delay. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no image due to a cut on the charged coupled device cable and damage on the circuit board of the video plug section. Additional findings include: a chip on the adhesive of the bending section cover, the bending angle in the up direction does not meet the standard value due to wear of the angle wire, a crack on the video connector, the video connector case, and the control unit, and a scratch on the bending section cover, the video connector, the video connector case, the right/left lever, switch 1, the light guide cover glass, the light guide connector, the angulation lever, the right/left plate, the up/down angulation lever plate, the grip, and the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: <saitama medical center, independent administrative institution, regional medical function promotion organization> added here due to character limitation in respective field.